Event description:
It was reported there was an infection and the device was explanted. Follow up from the health care provider reported perioperative antibiotics were administered. The date of onset/diagnosis of infection was noted as 3-4 months. The patient does not have meningitis. Signs and symptoms included redness, swelling, and incisional wound opening. Primary location of the infection was at the device pocket. A culture was obtained from the device pocket and the organism cultured was staph. Oral antibiotics were given and total device system was explanted. The infection resolved.

Manufacturer narrative:
Product ID 3093-28, lot# va005gn, implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type lead. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient reported there was bleeding and the wound busted open. The patient also reported the healthcare professional (hcp) decided to move the implantable neurostimulator (ins) to the right side. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.